Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a compromised force sensor system error alarm on the insulin pump.

Manufacturer narrative:
The insulin pump alarmed prime during prime test due to moisture damage force sensor resistor. The insulin pump passed idle current test, run current test, basic occlusion test, displacement test and rewind. We were unable to perform self-test, off no power, unexpected restart error, occlusion and no delivery test due to prime alarm. The insulin pump was received with minor scratched display window, broken reservoir tube lip and missing end cap sticker.